Event description:
It was reported the patient experienced a slight erosion of the pump site/incision. The pump was explanted from its location in the left abdomen and a new pump was implanted in the patient¿s right abdomen. The pump segment of the existing catheter was explanted from its position in the patient¿s left flank and a new segment was placed in the patient¿s right flank. The patient had no sensation of the area where the pump was implanted and experienced no symptoms due to the event. The patient was receiving effective therapy, however it was later reported the patient outcome was not known. The system was being used to deliver baclofen.

Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient was doing well. It was unknown if the erosion had resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device was explanted on (B)(6) 2014 for pressure sores over the intrathecal pump.

Manufacturer narrative:
Analysis of the pump found no anomalies.